Manufacturer narrative:
Results of investigation: the study of hoornenborg et. Al. [1] reports a single-centered prospective trial on 51 patients during total hip replacement. The patients were treated with sl-plus and sl-plus mia stems. As this is a literature complaint, the parts, used in treatment, were not returned for investigation. It is reported, several revision surgeries due to several reasons had to take place, involving a sl-plus or sl-plus mia stem. The part and the batch numbers of these devices are not known. Therefore, it is not possible to investigate whether the reported devices met manufacturing specification upon release for distribution. A complaint history review was conducted. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Review of past corrective actions was performed. No further escalation is required. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1] hoornenborg, daniel, annelieke m c schweden, inger n sierevelt, harm m van der vis, gmmj kerkhoffs, and daniel haverkamp. ¿the influence of hydroxyapatite coating on continuous migration of a zweymuller-type hip stem: a double-blinded randomised rsa trial with 5-year follow-up.¿ hip international, (april 2021). Https://doi.org/10.1177/11207000211006782.

Event description:
"It was reported that on literature review "the influence of hydroxyapatite coating on continuous migration of a zweymuller-type hip stem: a doubleblinded randomised rsa trial with 5-year follow-up", 5 patients experienced several adverse events which required medical intervention to be treated. 1 patient experienced an aseptic loosening of the sl-plus non ha-coated stem initially implanted, which required a revision surgery. 2 patients who initially had a sl-plus non ha-coated stem implanted developed a postoperative infection; one of them was treated with a debridement and antibiotic therapy, and the other required a revision surgery to implant an unspecified tha system. In addition, 1 patient who initially had a sl-plus non ha-coated stem was diagnosed with a perioperative fracture which required the implantation of another hip stem. One additional patient who was initially treated with a sl-plus ha - coated stem was diagnosed perioperatively with a calcar fissure which was stabilised through implantation. The outcome of all 5 patients is unknown. No further information is available."

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Hoornenborg, d., schweden, a. M., sierevelt, I. N., van der vis, h. M., kerkhoffs, g. M. M. J., & haverkamp, d. (2021). The influence of hydroxyapatite coating on continuous migration of a zweymuller-type hip stem: a double-blinded randomised rsa trial with 5-year follow-up. Hip international, 11207000211006782. Doi: 10.1177/11207000211006782.